Manufacturer narrative:
The device in question was not returned for evaluation. Mmdg has been unable to invetigate or verify the complaint. It is being reported to the FDA based solely on the complaint as reported to mmdg. This is a retrospective filing.

Event description:
The initial reporter stated: "overinfusion". During follow-up communication, mmdg clinical also learned that "while some actions were performed in the home care settings to resolve minor issues (i.e. Stabilization of blood sugar, etc.), no patient was required to visit the doctor or ER or otherwise receive an intervention necessary to prevent a serious injury or death." (B)(4).